Event description:
The user reports several events where the stopcock handle came out of the housing during cardiac catheter applications. No compromise to any patients and no blood exposure to any clinicians.